Event description:
When trying to flush the patient's port it appeared to be broken. It is unknown when this happened. The patient noted that she felt fine. An x-ray was performed which showed that the port-a-cath (pac) tubing was in the patient's right ventricle. Patient was sent to the ed for monitoring and to retrieve the broken tube, remove old pac and place a new pac. Patient agrees but is scared. Breast cancer treatments to be rescheduled with new pac in place. In the ed she reported feeling fine and wished to go home. The risks with doing so were discussed with the patient. The procedure to remove and replace was scheduled. The port has been in place for almost 3 years. She reported no abnormal sensations since the port was last used 3 weeks ago. The patient did mention that approximately one week ago she remembers a dog jumping on her chest which caused some left upper chest pain. The patient presented for removal/placement of a new pac. The procedure occurred with no noted complications.